Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, however, per the technician visit, the reportable issue of b30 scope communication error code was not confirmed as issue was not found. Based on the results of the investigation, since the malfunction was not found, a presumable cause and root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video system center had a communication error (error code b30). The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.